Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of the manufacturing documentation associated with lot 17700988 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular treatment (evt), a saber rx 8mm 2cm 155 percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated. However, the balloon ruptured while being within its rated burst pressure (rbp). It was then replaced with a new balloon catheter and the procedure was completed successfully. There was no reported patient injury. The device was discarded at the hospital and will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, during an endovascular treatment (evt), an 8x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated. The balloon ruptured while being within its rated burst pressure (rbp). It was then replaced with a new balloon catheter and the procedure was completed successfully. There was no reported patient injury. Multiple attempts to obtain additional information were made without success the device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17700988 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not reported) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.